Manufacturer narrative:
The sonicare gum health brush head is an accessory to the 3 series gum health power toothbrush.

Event description:
Consumer complained about the toothbrush chipping their tooth.